Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that about a month ago the therapy started not helping with pain. The patient had increased settings as high as they could go but the issue did not resolve. Their pain was in the middle of their back in the thoracic and lumbar regions. The patient still had some swelling at the implant site. The patient had not had a fall but had bumped into a door accidentally about a month or so ago. The patient was redirected to their hcp to have the system checked. No further complications were reported.